Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager reported an issue with a 14cm solero applicator. The applicator was tested successfully, in saline, at 140w for 30 seconds; therefore, the applicator was placed percutaneously in the patient's liver and the first ablation was started at 140w for 6 minutes. Once the ablation was completed and the applicator was withdrawn from the patient, the tip of the applicator was noted to be missing. The tip is currently retained in the patient's liver. It was noted that the liver lesion was chemoembolized prior to the ablation but there was streamlined placement of the applicator, with very minimal adjustment needed. No error messages appeared during the ablation procedure. It was also noted that the physician performing the ablation has been using solero for 5 years and is a well experienced user; performing multiple cases each month.

Manufacturer narrative:
Returned for evaluation was one 14cm solero applicator. As received, the distal ceramic tip of the probe was detached as reported by the customer. The ceramic tip of the device was broken off approx. 3mm from the end of the steel shaft. This coincides with the end of the semi-rigid outer jacket and is the location where there is a thermal concentration during ablation. From the dark charring and melted silicone coating this device appears to have had an excessive thermal event occur at the point of failure. The copper center conductor has been melted and the ceramic tip fractured. At that point there is nothing left to retain the tip. The device was connected to the generator and run for 2 minutes at 140w. Output power was 101-106w. This shows that even after the tip is detached the generator may not trip a failure alarm. The applicator handle was disassembled and the mcx cap was removed. There were no signs of fluid ingress into the mcx indicating a good shrink boot seal. The customer's reported complaint description of probe tip fractured and detached was confirmed. The root cause for the thermal event/tip detachment could not be definitively determined. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
A user facility medwatch form was received on april 11, 2022 after closure of this complaint event file. The information provided did not affect the final product evaluation, investigation, findings, or the root cause determination. (B)(4).